Manufacturer narrative:
Patient ID: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) and atrioventricular(av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel the day prior to the index procedure. A lotus introducer sheath was placed and then a 23 mm lotus edge valve was implanted successfully. There was correct positioning of the lotus edge valve into the proper anatomical location. Event summary: on the day of the index procedure, after balloon aortic valvuloplasty (bav), the subject developed lbbb. The hospitalization was prolonged in response to the lbbb. The lbbb was considered not recovered. Three days post index procedure, the subject developed av block grade one. No action was taken to treat the event. Three days later, the event was considered recovered. The subject was discharged from the hospital seven days post index procedure.